Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to pcr. On (B)(6) 2022, the consumer performed at around 07 a.m. A covid-19 at-home test and the result was negative. On (B)(6) 2022, the consumer performed at around 10 a.m. A pcr test and the result was positive. The customer reported that he is recovering from the covid-19. He did not consult with a doctor and did not take any medications for covid-19. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.